Manufacturer narrative:
Sc-1132, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was only getting intermittent adequate stimulation. During an open heart surgery, the ipg was zapped and would no longer keep a charge. The ipg was replaced with an MRI compatible device. The patient was doing well postoperatively.

Event description:
It was reported that the patient was only getting intermittent adequate stimulation. During an open heart surgery, the ipg was zapped and would no longer keep a charge. The ipg was replaced with an MRI compatible device. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred during a previous non device related surgery in (B)(6) 2020.